Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the emergency department due to chest pain. A chest x-ray was performed which showed that a perforation had occurred. Subsequently, surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead body and electrode tip found no anomalies. Analysis concluded that the reported clinical observation of perforation is a known inherent risk of the device and is noted within the product's instructions for use, as well as the product's risk documentation.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the emergency department due to chest pain. A chest x-ray was performed which showed that a perforation had occurred. Subsequently, surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected for return. Additional information: this lead was received for investigation. This report includes device technical analysis.